Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) appeared to be depleting prematurely. The device was explanted and returned for analysis. No additional adverse patient effects were reported.